Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 6/12/2024. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the previous service was not related to the current complaint. There was no evidence to review in the event history log. Functional testing was able to duplicate the customer's reported problem. The investigation determined the issue was caused by the air detector. The air detector was replaced.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the issue was ail defective. There was no patient involvement, and no harm/adverse event was reported.